Event description:
Endoscopic kittner tip came off during use. The hosp stated the or staff noticed the tip immediately. It was retrieved with no delay in surgery or adverse pt event. Exact lot number unk but was narrowed down to one of three lots: 2010-08-01 2010-08-20 2010-08-31.